Manufacturer narrative:
(B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory via review of the device image and was due to parity error. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The root cause of the reset could not be determined.

Event description:
It was reported that the device was found in backup vvi mode during interrogation while still in the box. The device was not implanted.